Event description:
It was reported that stent move on balloon and stent damage occurred. A 28 x 2.25 promus premier¿ drug eluting stent was selected for use to treat the target lesion. However, during preparation prior to the insertion of the device, the physician noticed that the stent had moved to the distal side and that the center of the stent had been deformed. The physician reported that there was no resistance encountered when the device was removed from the loop and cap. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with part of the proximal stent portion severely bunched with overlapping stent struts. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The maximum crimped stent profile was measured and was within specification. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon, however, crimp markings were evident on an exposed portion of the balloon indicating crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent move on balloon and stent damage occurred. A 28 x 2.25 promus premier¿ drug eluting stent was selected for use to treat the target lesion. However, during preparation prior to the insertion of the device, the physician noticed that the stent had moved to the distal side and that the center of the stent had been deformed. The physician reported that there was no resistance encountered when the device was removed from the loop and cap. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).